Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring surgical intervention) and death. Smarttouch sf catheter was inserted via retrograde approach and positioned under the lateral side of the mitral valve. The bundle of kent was ablated twice. During the ablation phase, approximately 10 minutes after the 2nd ablation, the patient became hypotensive and a cardiac tamponade was detected. An unspecified intervention was performed and was converted to a surgical intervention. Thoracotomy revealed a perforation on the lateral left ventricle at the left circumflex artery. It was noted that ablation had been performed at the site of injury and was suspected to be the cause as the injury originated from the endocardial side. At an unspecified point post-procedure, the patient expired. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the tamponade was that it may have been procedure-related. There is no information regarding transseptal puncture or sheath used. Generator was set on power control mode. At the time of the first ablation, the power was 30 watts, the contact force was fluctuating due to respiration between 30 - 50 grams, the impedance was 20 ohm down from the start at 170 ohm. The second ablation was the same output of 30 w, with contact force averaging 30 g, impedance was about 20 ohm down from about 150 ohm. Patient did not receive anticoagulant during the procedure. The carto 3 system was used for tagging only (no mapping). There were no errors or complaints reported on any bwi equipment during the procedure.